Event description:
The sample was returned for evaluation. Evaluation steps performed: visual inspection; installed the kit on ivenix infusion system machine and ran the priming process. Underwater leak test. Observations: during the visual inspection it was observed that the assemblies of the kit were according to the drawing. The sample completed the primary bolus prime and secondary prime processes successfully, the reported alarm was not replicated. The unit back prime on secondary port was performed and no issues were detected. No leaks were found during the underwater leak test. No manufacturing defects were found in the sample received. The customer complaint is not confirmed. Disposable failures were not identified that would have created the reported defect during the sample evaluation. Probable root cause could be related to the customer used a syringe with small volume. Small volume syringes and low infusion rates increase the likelihood of resistance causing upstream occlusions on the lvp. Based on the technical user documentation, in the event that occlusions are observed, the customer is directed to back prime to loosen the plunger. If that does not resolve the upstream occlusion: remove the syringe from the administration set. Manually exercise the plunger to free up the resistance. Reconnect the syringe. Restart the infusion. If upstream occlusions persist, remove the syringe and deliver the medication manually.

Event description:
The following has been reported: "primary administration set had continuous upstream occlusion. Would not infuse from secondary side with 250ml medication on a secondary set. Unable to back from the secondary side through set or into a 10 or 20ml infusion. No patient harm but did cause a delay in therapy starting due to troubleshooting." This issue delayed an active infusion, but it was completed. Reporting due to the referenced issue. No adverse effects to the patient were reported. More information is needed to complete the investigation.